Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hospital staff found that a ruby coil pusher assembly was kinked upon removal from the dispenser hoop. The damage to the ruby coil was found prior to use and; therefore, it was not used in the procedure. The procedure was completed using another ruby coil.